Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain upper ("stomach cramps"). In (B)(6) 2013, the patient experienced headache ("bad headaches/ migraines / headaches: headaches") and vomiting ("vomiting") and was found to have weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding: menorrhagia"), menorrhagia ("abnormal bleeding: menorrhagia") and migraine ("migraines / headaches: migraines"), 2 months after insertion of essure. In (B)(6) 2013, the patient experienced polymenorrhoea ("bleeding with 2 periods a month"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy abnormal bleeding"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (essue removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia and migraine outcome was unknown and the polymenorrhoea, abdominal pain upper, headache, vomiting and weight decreased had not resolved. The reporter provided no causality assessment for abdominal pain upper, headache, polymenorrhoea, vomiting and weight decreased with essure. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: undergo an essure confirmation test. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: case becomes serious incident. Event pelvic pain made medically significant and intervention required due to surgery. Essure removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain upper ("stomach cramps"). In (B)(6) 2013, the patient experienced headache ("bad headaches/ migraines / headaches: headaches") and vomiting ("vomiting") and was found to have weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding: menorrhagia"), menorrhagia ("abnormal bleeding: menorrhagia") and migraine ("migraines / headaches: migraines"), 2 months after insertion of essure. In (B)(6) 2013, the patient experienced polymenorrhoea ("bleeding with 2 periods a month"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy abnormal bleeding"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (essue removed on (B)(6) 2019. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia and migraine outcome was unknown and the polymenorrhoea, abdominal pain upper, headache, vomiting and weight decreased had not resolved. The reporter provided no causality assessment for abdominal pain upper, headache, polymenorrhoea, vomiting and weight decreased with essure. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result: undergo an essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.